Event description:
A pt reported experiencing inaccurate erratic results with a ft meter. The pt's blood glucose results were 2.0mmol, 6.6mmol. Tests were done within 10 mins with a difference of 74mmol. Pt did not experience any adverse events. No further info has been reported.